Event description:
It was reported that the device produced straight shots that went into patient. The straight shots were removed from the patient and the patient is reportedly doing fine.

Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusions can be drawn at this time. We submit a follow up report when evaluation has been completed.